Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance except for the missing rubber feet. No response when pressing the ovt alarm test button. The customer's reported problem was verified by functional testing. The cause is deterioration of the membrane switch. The membrane switch was replaced to correct issue. Hl-90 device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature detector is suspected to be faulty. There was no patient involvement, and no patient harm/adverse event reported.